Manufacturer narrative:
PMA/510(k) # k210476. Cancellation report is being submitted due to the completion of the investigation on 29-may-2024. FDA MDR reporting not required: the event does not meet the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation: 1 unit of lot number c2050358 of echo-19 was returned opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 12 december 2023. The lab and lab attendance can be viewed in the ¿returned product ¿ notes¿ section. Distal end of needle examined, and kink observed approx. 0.7cm from tip of needle. Stylet examined and no issue observed. Needle removed from device and no other issue observed only the kink approx. 0.7cm from tip of needle. Sheath extender able to advance and retract without issue. Needle able to advance and retract without issue. Stylet removed from device without issue. Stylet re-inserted into device but would not fully insert into device, approx. 18cm from stylet hub not able to insert. Clarification was requested on the distal kink observed on the needle in the lab evaluation. Customer reported a break (not observed on evaluation). After consultation with the customer needle kink was conformed. Manufacturing records: prior to distribution, all echo-19 devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c2050358 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿, also, ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture¿. There is evidence to suggest that the customer did not follow the instructions for use in relation to use of the stylet (ifu0101). Image review: an image was not returned for evaluation. Root cause analysis: definitive root cause was established. The user has not complied with the requirements of the IFU. According to the information provided q23. ¿was the stylet partially removed prior to advancement of needle? No.¿ the user did not retract the stylet upon advancement into the target location, which is deemed to be user error as the IFU states that, ¿the stylet must be retracted (approximately 1cm) from the luer fitting on the needle handle prior to puncture". The failure to retract/ pull back the stylet on advancement could have likely induced pressure on the needle which is likely to have caused the needle tip to bend. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for similar events.

Event description:
Cancellation report is being submitted due to the completion of the investigation on 29-may-2024. FDA MDR reporting not required: the event does not meet the criteria of an FDA 'serious injury' report or 'malfunction' report as per FDA guidelines 'medical device reporting for manufacturers (2016)'. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
User advanced the needle through endoscope to target area, but user found out the needle broken during needle advancement. User changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."

Manufacturer narrative:
PMA/510(k) #k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.